Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the alleged burn. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported having a burn under one of the ECG electrodes. The patient's skin was reportedly peeling. The patient applied an ointment to the burn. The patient's physician advised the patient to continue using ointment in order prevent infection. Follow-up indicated that the burn had improved.